Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: wire-based interventional clip excision (wice procedure) to allow transcatheter tricuspid valve replacement.

Event description:
The article "wire-based interventional clip excision (wice procedure) to allow transcatheter tricuspid valve replacement" was reviewed. The article presented a case study, to evaluate wire-based interventional clip excision with consecutive intended single-leaflet detachment facilitating the transfemoral tricuspid valve replacement. In january 2023, an 83 year old female underwent a triclip procedure to treat torrential tricuspid regurgitation (tr). Two clips were implanted, reducing tr to grade severe. In march 2024, the patient was hospitalized for decompensated heart failure due to recurrent massive tr. Diuretic therapy was unsuccessful and the patient was rehospitalized in october 2024.from there is was decided to intentionally detach the central triclip from the septal leaflet and perform transcatheter tricuspid valve replacement (ttvr) with a non-abbott evoque valve. The intervention was successfuly, reducing tr to trace. The article concluded that in patients with recurrent or residual tricuspid regurgitation after teer, wire-based interventional clip excision may facilitate the option for tricuspid transcatheter valve replacement in selected cases.. [The primary author and corresponding author was dr amin polzin at heinrich heine university düsseldorf, dusseldorf, germany with corresponding email amin.polzin@med.uni-duesseldorf.de.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information from the article, the cause of the reported recurrent tr was unable to be determined. The reported edema was likely a cascading effect of the reported recurrent tr. The reported patient effects of recurrent tr and edema, as listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization, medication required, and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: wire-based interventional clip excision (wice procedure) to allow transcatheter tricuspid valve replacement.